Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced a visceral artery pseudoaneurysm. A local vascular ultrasound of the limbs: pseudoaneurysm in the right inguinal region with a few abdominal wall thrombi. A medical intervention was performed. The suspected cause was vascular puncture. No prolonged hospitalization was required. No device issues were reported. It's unknown if the device will return for laboratory analysis. It was further informed that, the patient underwent a thrombin injection for this pseudoaneurysm. A follow-up ultrasound conducted on the subsequent day revealed no evident blood flow signals, and the patient was discharged upon complete recovery without any discomfort.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced a visceral artery pseudoaneurysm. A local vascular ultrasound of the limbs: pseudoaneurysm in the right inguinal region with a few abdominal wall thrombi. A medical intervention was performed. The suspected cause was vascular puncture. No prolonged hospitalization was required. No device issues were reported. It's unknown if the device will return for laboratory analysis.